Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant procedure, the device and competitor right ventricular (rv) lead exhibited high out of range shock impedance measurements. Four days later, another check was performed and the shock impedance measurements were appropriate. As a result, no changes were made to the implanted system. No adverse patient effects were reported.